Event description:
The asymptomatic patient presented in the clinic for a routine follow-up. At implant the lead impedance was 750 ohms but was 207 ohms at the follow-up. Capture thresholds had increased from 0.8 v to 2.2 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.